Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced as it had become too big or had worn down the urethra to the point where the cuff was no longer functional resulting in incontinence. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.